Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the corroded metal contact pin of the s socket could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of corroded connector was confirmed. The device evaluation found there was no image when connected to the 290 endoscope due to corrosion of the metal contact pin of the socket. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite xenon light source could not recognize the 290 endoscope and the metal contact pin of the socket was corroded. The issue was found during reprocessing. Upon inspection and testing of the returned device, it was observed that there was no image when connected to the 290 endoscope due to corrosion of the metal contact pin of the socket. This report is being submitted for the event found during evaluation. There was no patient involvement.